Event description:
The pt had 2 leads replaced on (B)(6) 2011. The two new leads have the same lot number. It was reported the pt complained of being able to feel the new leads under his skin (from the lead incision site to the ipg pocket). The physician decided the new leads were placed superficially. On (B)(6) 2011, the physician placed the leads deeper. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.